Manufacturer narrative:
(B)(4). The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. (B)(4).

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2013, a patient underwent emergent treatment of an acute dissection measuring 39 mm in zone 3 and extending from zones 3 to 5. A conformable gore® tag® thoracic endoprosthesis (tgu404015/unk) was reportedly implanted extending from zones 3 to 4. The device was reportedly delivered and deployed with no issues and successfully covered the primary entry tear in zone 3. It was reported that on an unknown date peri-operatively, the patient presented with renal ischemia. On an unknown date three days post-operatively, a reintervention was performed to treat distal extension of the dissection and malperfusion of the right renal artery. It was reported a non-gore stent was implanted in the right renal artery, which was reported to be patent after the procedure. On an unknown date 100 days post-operatively, imaging showed the maximum aortic diameter within the treated area measured 42 mm with no endoleak noted. It was reported the false lumen within the treated area appeared partially thrombosed, with the false lumen receiving perfusion from a source distal to the treated area. On an unknown date 353 days post-operatively, imaging showed the maximum aortic diameter within the treated area measured 46 mm with evidence of a distal type I endoleak. It was reported the false lumen within the treated area appeared patent, with the false lumen also receiving perfusion from a source distal to the treated area. On an unknown date 760 days post-operatively, imaging showed the maximum aortic diameter within the treated area measured 50 mm with evidence of a distal type I endoleak. It was reported the false lumen within the treated area appeared thrombosed, with the false lumen receiving perfusion from a source distal to the treated area. No additional procedures or interventions were reportedly performed. Additional event specific details were not provided.